Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a post-procedure follow-up, low pacing impedance on the atrial lead was noted due to suspected perforation. However, no perforation was seen on imaging. The patient developed a pericardial effusion which was treated with a pericardiocentesis. The atrial lead was then explanted but not replaced, and the atrial port on the device was inactivated. The patient was stable.